Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), analysis of wr9200 (serial/lot #: (B)(6)) recharger found led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that their recharger was not taking a charge from the dock. The patient stated the lights were rapidly scrolling back and forth on the dock since this morning and something was "just not right with it." Patient confirmed they always kept the recharger on the dock and charging when not in use. Patient confirmed the dock was receiving power and then patient services had the patient hold down the power button for 10 seconds while the recharger was on the dock and then the patient took the recharger off the dock and attempted to turn the recharger on but it would not power on. A recharger reset did not resolve the issue either. A request was sent to the repair department to replace the recharger. No symptoms reported.